Manufacturer narrative:
(B)(4). Date sent: 4/6/2026 d4: batch # a9826t investigation summary the product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual inspection of the returned el5ml device showed no obvious external damage. The opened packaging was returned with the instrument. During functional testing, the device was actuated but the clips failed to advance into the jaws. Disassembly and inspection revealed the tip of the advancer to be bent and three (3) clips lodged within the clip track, which prevented normal clip advancement. The event reported was confirmed and is related to improper use of the device. Prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Excessively applying a side load to the jaws, causing them to partially collapse, could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device batch a9826t number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, clips couldn't be fired. No patient consequences were reported.